Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported surgical intervention was undertaken to revise the implant depth of one of the patient's (B)(6) percutaneous leads as the device had become very superficial. The issue is now resolved.